Event description:
This event was reported to boston scientific corp. In 2007, the complainant reported that a patient received radio frequency ablation therapy for a hepatic tumor using a 5cm leveen needle electrode. The total time energy applied was 2.5 hours with the highest power achieved at 200 watts; no roll-off was recorded. Upon completion of the case, the complainant noted that third degree burns were discovered under three of the four grounding pads located on the patient's upper limbs. The burns were approximately 4cm with redness and blistering. Treatment was administered in the form of disinfection, debridement and topical ointment. Information regarding the patient's current condition is unavailable; however, it was noted that 2 days after the event, the patient became febrile.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. A review of the root cause, device history record and product family complaint trend report are in progress; results will be provided in a subsequent follow-up medwatch report.